Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. Further in situ measurements in 2016 show one channel with hi status due to undetermined reasons. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On 09-nov-2020 the user had a check-up after the family reported that the child's hearing performance got worse. The loss of sound occurred suddenly.

Event description:
On (B)(6) 2020 the clinic performed a check-up after the family reported that the child's hearing performance got worse. The loss of sound occurred suddenly. Re-implantation was performed on (B)(6) 2021.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, damage to the active electrode which is consistent with minute device mobility due to fatigue wire breakages was found. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
On 09-nov-2020 the clinic performed a check-up after the family reported that the child's hearing performance got worse. The loss of sound occurred suddenly.re-implantation was performed on (B)(6)2021.

Manufacturer narrative:
Based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. Additionally, in situ measurements in 2016 show one channel with hi status and a further channel in 2019 with hi status due to undetermined reasons. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2020 the user had a check up after the family reported that the child's hearing performance got worse.